Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50. Serial: (B)(6). Batch: 7164354/7164422. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180 . Model: sc-4318 . Batch: 36244720. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection. The physician believed that it was not procedure related. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.